Event description:
Baxter (B)(4) received a report that an infusor leaked after filling. The device was filled with a 24-ml solution of 490 mg desferroxamine in sterile water. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unit containing approximately 15 ml of fluid in the reservoir. The reported condition of a leak was not confirmed. Visual examination of the unit showed no evidence of physical abnormality. A leak test was performed on the unit; there was still no evidence of leakage noted anywhere on the unit. Based on the evaluation findings, the unit performed as expected. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.